Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event was confirmed after reviewing egm printouts. The egm printouts showed the device delivered equivalent valued shocks, when the device performed incorrectly. The cause was the output circuit damage alert prevented the device from updating the therapy level and thus was replicated onto summary section of the egm. The device was tested on bench and using automated test equipment and no anomalies were observed. The cause of the output circuit damage alert is believed to be due to a lead anomaly. (B)(4).

Event description:
It was reported during implant, the device failed to deliver a twenty joule shock when it said it did. Then it gave a twenty joule shock when it was supposed to be twenty five joules. This device was not implanted.